Event description:
Nurses connected the margin probe to the machine as instructed by the surgeon . Initially it seemed to work, and then the screen showed "failure". Manufacturer response for dunn margin probe x 2, dunn (per site reporter): the rep was here to check the machine and see if this was the issue or the hand pieces and if the machine was working correctly.